Event description:
As reported, during a hernia repair procedure, while fixating a hernia mesh into the soft tissue, the optifix fixation device stopped working and the caps of the fasteners fell off and the device was jammed. There was no patient harm or injury.

Manufacturer narrative:
As reported, the fastener caps of optifix fixation device fell off and the device was jammed. Evaluation of the returned sample found that the guide wire was bent. The reported event of failed to fixate (caps came off)/ device jammed are known results of bent guide wire. The component is found to be bent from applied forces. No manufacturing anomies were found. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. The instructions-for-use (IFU) for the optifix straight device adequately describe the proper technique for fastener delivery and includes "care should be taken not to use excessive counter pressure as this may damage the distal tip of the device as well as the mesh and/or tissue". Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.